Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt called into zoll on (B)(6) 2014 to report that he was treated. The pt reported that he was awake and adjusting his belt at the time of the event. The pt reported that he pressed the response buttons. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 03:17:34. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. Ems was called but the pt did not go to the hosp. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Ems was called but the pt did not go to the hosp after the event and continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - (reuse), electrode belt sn (B)(4) - 11/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf.